Manufacturer narrative:
The physician indicated the device was discarded. A review of the device labeling notes the following: warnings and precautions: the physiological response of the patient to the presence of the orbera365¿ system balloon may vary depending upon the patient's general condition and the level and type of activity. The types and frequency of administration of drugs or diet supplements and the overall diet of the patient may also affect the response. Each patient must be monitored closely during the entire term of treatment in order to detect the development of possible complications. Each patient should be instructed regarding symptoms of deflation, gastrointestinal obstruction, acute pancreatitis, spontaneous inflation, ulceration and other complications which might occur, and should be advised to contact his/her physician immediately upon the onset of such symptoms. Possible complications - possible complications of the use of orbera365¿ include: gastric discomfort, feelings of nausea and vomiting following balloon placement as the digestive system adjusts to the presence of the balloon. Continuing nausea and vomiting. This could result from direct irritation of the lining of the stomach, delayed gastric emptying and/or the balloon blocking the outlet of the stomach. It is even theoretically possible that the balloon could prevent vomiting (not nausea or retching) by blocking the inlet to the stomach from the esophagus. Abdominal or back pain; either steady or cyclic. Acute pancreatitis as a result of injury to the pancreas by the balloon. Patients experiencing any symptoms of acute pancreatitis should be counseled to seek immediate care. Symptoms may include nausea, vomiting, abdominal or back pain, either steady or cyclic. If abdominal pain is steady, pancreatitis may have developed.

Event description:
Reported as: a patient with the orbera intragastric balloon had "approximately one month post insertion called the clinic and reported severe back pain and feeling unwell. Bloods were ordered and the patient was booked for a gastroscopy. Blood results showed an increase in lipase. On diagnostic gastroscopy the balloon appeared to be in the antrum and was mobile. The surgeon decided to remove the orbera 365 at this time due to pancreatitis."